Manufacturer narrative:
The pump was received with no left arrow and back arrow button response. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test, download the trace and history files using thump (download difficulty), or verify pump error 68 alarm and frozen display complaint due to the no button response. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad dome switches or keypad assembly however, moisture damage was found on pcba 1 and the keypad flex cable/tail. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, broken belt clip rails, damaged serial number label (torn), and pillowing keypad overlay. No current code/category (za17) is confirmed. Unresponsive keypad/buttons (left arrow and back arrow button) is confirmed due to moisture damage (pcba 1 and keypad flex cable/tail). Unable to upload/download (download difficulty) is confirmed due to no keypad response anomaly. The pump error 68 alarm and frozen display complaints are unknown due to the no keypad response anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery suspension by pump, pump error 68 (trace pointers are invalid), frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarms. The customer was not able to clear the alarm. Troubleshooting was performed for display flashing/white/blank/frozen/partial and the customer reported a frozen screen. Buttons were not responsive and the time clock did not advance. The customer replaced the battery but the screen remained unresponsive. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.